Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that crosstalk was observed during the device upgrade implant. Programming changes were made that resolved the issue. Patient condition was fine. Device remains implanted.